Manufacturer narrative:
Complaint conclusion: as reported, a 6x40mm 40cm 0.018 hp slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at three (3) atmospheres (atms). This was a shunt case. The lesion was reported as no calcified and had been crossed using an unknown guidewire. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. The lesion was described as not tortuous with 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The product was removed intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17644438 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (90% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom balloon catheter (pta .018 hp 40 6x4) ruptured at three atmospheres (atms). This was a shunt case. The lesion was reported as no calcified and had been crossed using an unknown guidewire. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. The lesion was described as not tortuous with 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The product was removed intact (in one piece) from the patient.